Event description:
It was reported that the sheath was leaking blood from the hemostatic valve. During an ablation procedure to treat atrial fibrillation (af) a faradrive steerable sheath was selected for use. Upon insertion, the dilator was removed, and blood was observed to be leaking slow and steady from the hemostatic valve. No air was noted to be leaking into the sheath and there was no st elevation observed. The dilator was re-inserted in an attempt to re-align the valve but was unsuccessful. No damage to the lure was noted. Only the veracross connect dilator had been inside the sheath prior to the issue. The sheath was on a sigma spectrum pump at a flow rate of 30ml/hr. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction: pro code (product code) and common device name.

Event description:
It was reported that the sheath was leaking blood from the hemostatic valve. During an ablation procedure to treat atrial fibrillation (af) a faradrive steerable sheath was selected for use. Upon insertion, the dilator was removed, and blood was observed to be leaking slow and steady from the hemostatic valve. No air was noted to be leaking into the sheath and there was no st elevation observed. The dilator was re-inserted in an attempt to re-align the valve but was unsuccessful. No damage to the lure was noted. Only the veracross connect dilator had been inside the sheath prior to the issue. The sheath was on a sigma spectrum pump at a flow rate of 30ml/hr. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.